Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak that could not be resolved following ballooning. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.